Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. Evaluation of device data showed that the device had already reached eos when the charge timeout occurred. The charge timeout was caused by the depleted battery and is not considered a malfunction. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change procedure. During interrogation of the patient's implantable cardioverter defibrillator, the device exhibited premature battery depletion and was noted to have a capacitor charge time out alert after the end of service indicator was triggered. In addition, following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient's condition was stable throughout the procedure.